Event description:
It was reported that during a right pneumonectomy and partial rib resection procedure, the dr closed the device on the pulmonary artery, left it for 15 secs and began to fire. He immediately experienced and an extremely high force-to-fire and stopped. He opened the device and found it had partially fired at the proximal end of the staple line. A second device was used on the pulmonary artery in a new location to avoid the staples created by the first device. After waiting for 15 secs, the dr fired the device fully with and unexpected high force-to-fire. Upon opening the device, the area surrounding this site began to fill with blood. Using clamps, the dr was able to gain both proximal and distal control of the artery. Upon inspection of the site, staples were present on the pt side but not on the organ side. Therefore, they concluded that all of the bleeding had been backbleeding out of the lung. The procedure continued without further complications.